Event description:
Device malfunction: stent fracture. Time of device malfunction: 16 months post procedure. Symptoms/ae: restenosis. It was reported that approximately 16 months post left internal carotid artery xact stent implantation, angiography revealed 80 percent carotid artery narrowing secondary to stent fracture. The intima appeared to be unaffected, no restenosis was apparent, and no thrombus was present. The pt reported that she was able to feel the stent in the artery, but had no other symptoms. No intervention was performed. There was no adverse pt sequela. Though requested no additional info was provided. A cd with angiogram runs was provided for review. Abbott's review of the angiographic images revealed restenosis at the level of the stent fracture.

Manufacturer narrative:
The stent remains in the patient's body. The lot number was provided. Review of the device history record is forthcoming.